Event description:
It was reported that during an unknown surgery, the tip broke off of a drive shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The additional evaluation indicates the overload exceeded the load limit of the material, which eventually lead the material rupture/fatigue fracture. The fracture is homogenous, which shows the correct quality of material. No product defect was established. The inspection of material and production documentation show that the provided ria drive shaft complies with all regulations and ao/asif specifications. The exact cause cannot be determined in retrospect and without any further information.